Event description:
The customer reported receiving a no delivery alarm from the insulin pump. The customer stated that the alarm was resolved by a complete set change. The customer is returning the related infusion set and reservoir for analysis. The customer's reported blood glucose value was 269 mg/dl. No further information was provided.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Performed testing per specification, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.